Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped2 pipeline opened prematurely and was stuck in the phenom 27 catheter. During the aneurysm embolization procedure, phenom 27 microcatheter + ped2-500-20 flow diverter is uploaded, during the advancement of diverter by the microcatheter the doctor expresses a feeling of hardness and when he began to release the device this was trapped or blocked in the middle, given by the curves of the artery, the doctor uses a little force to try to recapture but elongation and subsequent release of the device in unwanted area is observed. Then upload another device: ped3-027-550-20 and finish the procedure without complications. The ped2 was stuck in the middle of the catheter during resheathing. The physician released the load in the system in an attempt to resolve the issue. It did not resolve the issue. The catheter was not damaged. The pushwire was damaged in the distal section. It stretched, perhaps because of the force employed. There was device migration.  Would believe that the force employed by the doctor caused the migration.  The ped2 was not implanted in the intended location and missed the landing zone. A snare/retrieval device was used to remove or secure the device.  The device opened prematurely by the force employed when recapturing and repositioning. There was severe friction or difficulty during the procedure. The pushwire was not rotated or pulled back at anytime during the procedure. The capture coil was damaged. The devices were prepared as indicated in the instructiosn for use (IFU).  The patient was being treated for an unruptured, saccular aneurysm in the right internal carotid artery. The max diameter was 3mm and the neck diameter was 2mm. The distal landing zone was 4.3mm and the proximal landing zone was 4.8mm. Vessel tortuosity was severe. Dual antiplatelet treatment was not administed. Angio graphic result post procedure was  embolization of cerebral aneurysms. No patient symptoms or complications were reported.

Event description:
Additional information received reported that the procedure was completed with another pipeline. The device got stuck in the phenom microcatheter, beyond the possibility that it could be recaptured and manipulated, it came loose due to excessive force and friction in an unwanted area, but for the moment it caused no harm to the patient. It was not possible to recapture, as I explained in the previous answer, the device was released in an unwanted place, due to friction and excess force that was exerted with the microcatheter and the patient's vasculature.

Manufacturer narrative:
H3: product analysis #(B)(4): equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) as found condition: the pushwire was returned inside of a biohazard bag and a shipping box. There was no braid returned with the pushwire or catheter. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Conclusion: based on the returned device, the customer complaint was not confirmed as pushwire was returned without the braid. No damage was found with the pushwire. The cause could not be determined. Possible causes include severe vessel tortuosity and lack of continuous flush with heparinized saline during delivery. Ls 2023-08-22 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.